Manufacturer narrative:
Migration occurred within approximately 2 weeks after implant. The circumstances leading to migration of the implanted component were not shared with the firm. Migration is a known inherent risk of implantable neuromodulation devices and there is insufficient information available to the firm to identify any other contributing factors in this case.

Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back pain. On (B)(6) 2025 the patient was discovered to have the implantable pulse generator (ipg) migrated from the original implanted position. A surgical procedure was scheduled to correct the position of the ipg; however, the procedure was not able to be completed. No further updates were provided to the firm regarding plan of care for this patient until a follow-up was performed on (B)(6) 2025 and the firm became aware that the nalu system had been fully explanted on an unknown date and replaced with a competitor system.